Manufacturer narrative:
Based on the medical records provided, there is no way to determine whether the davol mesh may have caused or contributed to the problems experienced post implant due to the patient's medical and surgical history with another mesh product and the limited clinical information provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient was diagnosed with a cystocele and underwent cystocele repair with implant of a non-davol "avaulta" mesh sling. (B)(6) 2010 - the patient was diagnosed with vaginal prolapse and underwent sacrocolpopexy with implant of a bard flat mesh. (B)(6) 2012 - the patient had an md office exam with complaints of severe dyspareunia and pelvic pain. The patient reported that her husband can "feel mesh in her vagina." Per the md exam notes "vaginal walls narrow with approx. 4cm internally secondary to ring of mesh and scar; tender to palpation. Bilat levator spasm." (B)(6) 2012 - the patient had an md office exam where the patient discussed in detail with the md about his opinion of what is causing her reported issues. Per md exam notes, "the narrowing of the vaginal canal is likely secondary to the vaginal prolapse repair with the "avaulta" and associated scarring around this and as a result excision of the vaginal mesh would not likely result in much risk of recurrence of the prolapse." The patient was offered a surgical treatment, however, patient declined and requested to first try a more conservative medical treatment. Patient was recommended to start pelvic floor therapy with estim and biofeedback as well as dilator treatments.